Event description:
No pictures or samples available for evaluation. Therefore, it was not possible to replicate or confirm reported failure. The possible effect of the reported condition on the intended function is the inline luer-access-valve did not allow fluid to pass through due to blockage. Inability to infuse due to mechanical blockage. Probable root cause could be related to there was no slit through the top surface of the silicone on the activated y-site valve . Therefore, the fluid was blocked from moving in either direction through the valve.

Event description:
The following has been reported: "issue reported with admin set. Nurse: it's still the occlusion upstream issue - even when using a syringe, we will have to screw and rescrew it on, hoping it will fix it, try to attach adaptor piece to see if that helps; sometimes we have taken the cassette out and reloaded, unscrewed it and rescrewed it back on, sometimes that will work, when we have had enough attempts, we discard the tubing. It was not communicated that this had delayed an active infusion. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.